Manufacturer narrative:
Device evaluated by MFR: promus premier 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal end struts pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was 0.0425, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery to right coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the stent struts were lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery to right coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the stent struts were lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.